Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pulse generator exhibited backup vvi operation. The device was past eri and it was discussed that device restoration would not be possible due to low battery. The device was explanted and replaced on (B)(6) 2018. Patient tolerated the procedure well.